Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/a33 test and excessive no delivery test. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and a21 error test. Unable to perform the basic occlusion test, occlusion test and dat test due to completely broken off reservoir tube lip. Unable to complete the functional testing or verify the motor error alarm due to completely broken off reservoir tube lip. The motor was tested outside of the unit and passed. The test p-cap and reservoir will not lock in place in the reservoir compartment due to completely broken off reservoir tube lip. Unit also had a missing reservoir tube o-ring, minor scratched display window, cracked case at display window corner, cracked battery tube threads and scratched reservoir tube window. Unit uploaded properly using carelink.

Event description:
The customer's family member reported via phone cal that her insulin pump had received motor error right after bolus. The customer's blood glucose level was 156 mg/dl. The customer was assisted in troubleshooting. It was reported that the customer was able to clear the alarm as well as able to complete the insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.